Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the outer tray and kit with no relevant findings. The customer reported the outer tray breaks when opening the kit. The customer returned one empty outer tray with lidstock. Visual examination of the returned tray revealed the lower right corner is cracked and damaged. Also, the upper left corner is stressed. No other defects or anomalies were observed. The customer also provided a photo that shows a kit with a crack under the flange of the outer tray. No other defects or anomalies were observed. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. Per the manufacturing site, all incoming outer trays are visually inspected for evidence of stress marks prior to packaging as well as each packaged kit is inspected after sealing and prior to being placed into the corrugate container. The reported complaint of the outer tray breaking was confirmed based on the sample received. Visual inspection of the returned kit revealed lower right corner was damaged as well upper left corner showing signs of stress. A device history record review was performed on the outer tray and kit with no relevant findings. Also, the outer trays are 100% inspected prior to and after packaging. It is unknown how the kit was handled during shipping or prior to use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the tray breaking when opening could not be determined.

Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.